Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The break was conformed. The difficult to open or close could not be confirmed due to the condition of the device. The difficult to open or close and the entrapment are related to the case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the foot taught tissue during closure. In this condition, when closing the foot tissue or suture under the foot can cause the foot to surf distally and stay in the open position. Depending on the event the foot can be reset by reopening and closing the foot off the vessel wall, at other times the foot can surf further locking in the open position. With the foot locked in a partially open state and/or latched onto tissue entrapment is likely. Further with manipulation of the device both the guide break and foot break are possible. Additionally, the guide may have broken prior with the foot open, or during insertion. Once the guide is broken the foot cannot be closed and will induce the entrapment. The foot break then may have occurred during removal of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received:a foot break was found during evaluation of the returned device and was not returned. The location of the detached foot is unknown. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device using the pre-close technique via a 6f sheath hole prior to a balloon aortic valvuloplasty (bav) interventional procedure. Reportedly, the device got stuck in the scar tissue and could not be removed. The device broke at the guide but was held together by the actuator wire. The lever was not returned to the original position. A nick and spread were then performed to remove the device. It was confirmed that all nothing was left in the anatomy. The suture of one new proglide devices and non- abbott devices were successfully pre-placed. The sheath was upsized to a 14f, and the bav procedure was completed. Hemostasis was achieved with the pre-placed proglide suture and non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.